Event description:
After prepping the balloon, the balloon was attempted to be placed in the body. Before inflating or shocks delivered it was noticed to be sucking air. It was further investigated and discovered to have a hole in the balloon.